Event description:
It was reported that during the pre-use check, an air leak alarm was issued from the anesthesia device to which the product was connected. No patient injury.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms # (B)(4). One (1) sample was returned for evaluation, the unit was received inside of a plastic bag which is not the original package. Visual and functional testing was performed. Visual inspection found the sample showed a device free of damage defects, broken, deformed, voids and bad assembly. Based on the inspection the failure mode reported for leakage was not confirmed. The root cause of the reported issue was undetermined.